Manufacturer narrative:
Per customer's data, controls were run on (B)(6) 2012 and qc result for level 1 was low and fell outside of 2sd ranges. However, the result was back in range when the customer repeated the control. Similar qc result was also noted on (B)(4) 2012 for qc level 1 and level 2. A field service engineer (fse) called the customer via phone fix and was informed by the customer that she replaced the reagent syringe and also straightened a kink in the tubing. The customer primed the cup and ran qc and the results met specifications. Although the failure mode for the erroneous crem result is unknown, replacing the reagent syringe resolved the leak, and straightening the kink tubing resolved the calibration issue.

Event description:
The customer reported erroneously false high creatinine (crem) result of 181 umol/l generated on the unicel dxc 800 synchron clinical chemistry system. The result was reported out of the laboratory and was questioned by the nurse. Although the result was reported out of the laboratory, there was no impact patient treatment. Per customer, the laboratory technician failed to notice the delta check prior to releasing the erroneous result. The sample was retested on the same instrument and lower result of 83 umol/l was obtained, which correlates with the patient's previous creatinine value. In addition, the customer also reported creatinine reagent syringe leak that she replaced, hence resolving the leaking issue. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not have direct contact (sprayed or splashed) with the fluid and did not seek medical attention. There was no operator injury or adverse effect associated with this incident.